Event description:
Oct 1997 cane was delivered to pt by a home co, to replace a cane which also broke. Within one mo this new cane also broke at the weld on the underside of the base at the legs causing the cane to lean forward at a greater than 90 degree angle causing c/o backpain and increased difficulty walking. Use was discontinued before it completely broke or before pt fell and could be seriously injured.